Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly only experienced device extrusion. An infection was not present. The external visual inspection revealed silicone damage on the bottom cover and the electrode was severed near the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermiticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The recipient reportedly experienced device extrusion. The recipient's site presented with a smell. The recipient's device was explanted. The recipient will be reimplanted once the site has healed.